Event description:
It was reported that when the customer was using it, leakage of air from the cuff was observed. No patient injury.

Manufacturer narrative:
Lot number, expiration date are unknown. One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. A hole was detected in pilot balloon causing a leak. What caused the hole is unknown. DHR review was not completed as no lot number was provided